Event description:
A reliant balloon was used in the patient during an endovascular procedure. It was reported that during the index procedure, the reliant balloon had a burst. The tear was circular and not longitudinal. No patient complications were reported as a result of the reliant balloon burst. Per the physician the cause of the event was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Failure to follow instructions (inflation outside stent graft during modeling) device evaluation summary: the event was confirmed; the reliant balloon had a complete radial tear. The root cause of the event could not be conclusively determined during device analysis. However, may have been due to the user inflating outside the stent graft.

Event description:
Additional information received. No calcification, tortuous vessels, or thrombus was noted. The vessel diameter was 18mm and the balloon was inflated to approximately 20 mm in diameter. The balloon was inflated approximately four or five times prior to the balloon burst and was being used for modeling of the stent graft. The physician used the balloon to model a section where there was stent graft overlapping and the balloon was used mostly within the stent graft. Approximately 95% of the balloon was within the stent graft. There was no balloon movement while the balloon was being inflated and the entire balloon was assessed to have been removed after the balloon ruptured.